Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by aging damage based on the date of manufacture of the device. Alternatively, it may have been caused by an unexpected external force such as dropping or hitting the distal end during normal use such as reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon may have been caused by physical stress during handling. There was a leakage at the distal end and probe mounting part due to the crack in the distal end parts. The blue paint around air/water cylinder was missing due to deterioration due to stress during reprocessing. The angle wires became stretched and there was play when operating the angulation control knob. The adhesive on the bending section rubber was deteriorated and damaged. The insertion tube was deformed due to being caught or pinched. The moisture entered the objective lens. The watertight area of the remote switches was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the parts of the distal end was cracked. There was no report of patient injury associated with the event.